Event description:
Device was found to have a defected tip when removed from the package. It appeared "warped" and was unable to flex into d-type curve. Not used on patient. Sequestered for return to manufacturer.